Manufacturer narrative:
The reported events were for lead dislodgement, helix mechanism issue, and unable to implant. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the extended helix with traces of dried blood. After cleaning and applying torque directly to the connector pin, the helix could retract and extend. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, the physician stated that the right ventricular lead would not anchor into the right ventricle septal wall. Once the helix was extended the lead would dislodge. The lead was not used, and a new lead was implanted. The patient was in stable condition.